Event description:
It was reported that upon opening the package the md prepped the intra-aortic balloon (iab) per instruction. As the md was taking the iab out of the tray it was noticed that the shaft was bent. The md back-loaded the guidewire and began advancing the iab through the sheath. As the md was inserting the catheter through the sheath the shaft was continuing to bend. As a result, the md removed the iab from the sheath and inserted another iab with success. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned for eval.